Event description:
After a routine mammogram rptr experienced severe, bilateral bruising and severe pain bilaterally. The bruising cleared normally, the pain continued over more than a year, lessening with time, but neither breast has returned to pre-mammogram state.